Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) and high out-of-range pace impedance measurements greater than 3,000 ohms. Daily measurements programmed off. The cause of these observations was not conclusively determined. This crt-d remains in service, however this lv lead was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) and high out-of-range pace impedance measurements greater than 3,000 ohms. Daily measurements programmed off. The cause of these observations was not conclusively determined. This crt-d remains in service, however this lv lead was programmed off. No adverse patient effects were reported. Additional information received reported that the left ventricular (lv) lead was compromised. Review of the cardiac resynchronization therapy defibrillator (crt-d) device settings indicated the device was programmed to vvir rv only. The lv lead was surgically abandoned and a left bundle branch area pacing (lbbap) lead was implanted. This crt-d remains in service. No additional adverse patient effects were reported.